Manufacturer narrative:
The evaluation revealed the sliding core to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The sliding core was documented as faultless prior to distribution. The provided postoperative x-rays show a large hollow within the distal tibia; most likely the hollow is the reported cyst. Based on the metal stripe within the sliding core it was determined that the tibia component is not aligned to the talar component; an oblique imprint on the proximal sliding core surface confirmed the misalignment. The tibia component is displaced towards medial and anterior. The root cause of the misalignment could not be determined or was described in the surgery reports. Most likely the misalignment is a result of ligament instability. Cysts (osteolysis) and implant dislocations are listed as adverse effects in the IFU; furthermore warning regarding activities like running and jumping as a potential cause for implant failures. Additionally cysts were evaluated by a product expert from the development department: ¿this is a known complication and risk in the scientific literature. The exact source is unknown. Researchers believe that it is due to poly wear debris and/or fluid hydraulic pressure in the joint.¿ conclusion: based on the evaluation no manufacturing issues were found. A correlation between the implant and the cyst cannot be excluded. Cysts and implant dislocations are classified as known adverse effect. As a secondary issue it was determined that the sliding core was already expired at the time of implantation in (B)(6) 2015; it got expired end of october 2014. Anyway, no infection was reported. It is the customer¿s responsibility to check the expiration date of the implant prior to the surgery; it is clearly visible on the label. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Came for one year follow-up. Had some pain with prolonged walking. X-rays showed large cyst in tibia. Patient was revised.

Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned to stryker

Event description:
Came for one year follow-up. Had some pain with prolonged walking. X-rays showed large cyst in tibia. Patient was revised.